Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced an issue with charging the ipg and it was causing pain. The patient underwent an ipg replacement procedure and was doing well postoperatively.